Manufacturer narrative:
Findings: blank display due to moisture damage on the electronics. Unable to verify a12 alarm due to blank display anomaly. Moisture damage found on the motor also. Pump received with cracked case at display window corner, minor scratched/worn display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damaged. Customer's blood glucose was 170 mg/dl. The customer stated that the device fell in the puddle. Customer stated a constant tone is occurring and water dripping from under the screen a bit. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device will be swapping out. The customer declined to troubleshoot for a12.